Event description:
Boston scientific crm received info that this lead dislodged and was explanted and replaced. As the reported explant date occurs before the event date, neither dates have been included.